Event description:
Note: this report pertains to the third of three reported malfunctions which occurred during the procedure. Refer to MFR reports #3005099803-2008-06159 and #3005099803-2008-06160 for details regarding the first and second devices. According to the complaint, the physician experienced a bowing problem with this second autotome rx sphincterotome device and was able to perform an "adequate sphincterotomy". There was no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. (B)(4).